Event description:
This 41 yr old female underwent a bma with implant insertion 5 yrs ago at another facility, thus the MFR of the implants is unknown to this reporting facility. The pre-operative diagnosis for this lady was mechanical deflation of the left implant. Gross exam: the right implant is intact. The left implant is deflated, weighing 34 gm. An actual perforation is not indentified.